Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that alarms did not transfer from the monitor to the central station. At 01:36am a single warning was shown on the monitor about the disconnection of the ECG cable; at 2:00am a CPR started on the patient. According to the department staff, through all the evening there were warnings which weren't shown at the station, and there is a possibility that the monitor was muted, which is why a warning may not have been sent to the station. At 2am on (B)(6) 2017 in bed ICU-2, CPR was started on the patient. The patient died.

Manufacturer narrative:
No product malfunction was found. A review of the piic alarm log found multiple red tachy alarms were found leading up to 19:40 on (B)(6) 2017, at which time, the arrhythmia alarm was turned off. Images of the mp60 monitor review alarm screen were also reviewed, and show that the ECG/arrhythmia alarms were also off, as early as 20:51:54 on (B)(6) 2017, after multiple red extreme tachy alarms had occurred. The bedside also shows inop conditions, not alarms, which is a further indication that the alarms were off. The arrhythmia alarm was turned back on at 07:31:21, which was after the time CPR was performed on the patient. The monitor and the central station were checked by a medtechnica service engineer, and were found to be working fine. The device remains at the customer site. No further investigation is warranted a this time.

Manufacturer narrative:
A philips field service engineer (fse) obtained alarm logs from the central station. Multiple red tachy alarms were found leading up to 19:40 on (B)(6)2017, where the arrhythmia alarm was turned off. The information also shows that the arrhythmia alarms had been turned off at 19:40:55 on (B)(6)2017, and were not turned back on until 07:31:21 on (B)(6)2017. The monitor and the nurse station were checked by a medtechnica service engineer, and was found to be working fine. No malfunction was found with the bedside monitor or central station. No parts were ordered and no repair was warranted. The device remains at the customer site. No further investigation is warranted at this time.